Event description:
Thirty mins into the pt's first routine hemodialysis treatment on the nxstage system one, the pt experienced shortness of breath and his face was flushed. Treatment was discontinued. No medical intervention was reported. Dialysis was resumed next treatment session using the nxstage cartridge with a different MFR's dialyzer and pt was asymptomatic; on the third treatment he complained of back pain. On the fourth treatment, pt used the nxstage cartridge with preattached dialyzer that was flushed with 3l of saline and 20cc of pt's blood; asymptomatic during treatment but 4 hrs later pt complained of joint pain; joints were swollen, red, and inflamed. Pt was given solumedrol and benadryl IV. No other medical intervention was reported.

Manufacturer narrative:
Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Pt has multiple co-morbidities including positive tests for (B)(6) in addition to positive markers for lupus and ra. Biocompatibility of device has been established. Nxstage medical considers this report closed. No add'l info will be provided.